Event description:
The customer went to the emergency room for high blood sugar levels. The customer was admitted at the hosp and was treated with an insulin drip. The customer did change out the set earlier that morning. The customer stated that the blood test showed that customer did not have any infections. The customer reviewed the alarm history and showed no alarms. The customer confirmed that the pump programming is correct. The customer was assisted resetting the time at the time of the call because customer is now in a different time zone. The customer was educated on the two high blood sugar rule.